Event description:
It was reported that the customer experienced on-going, continuous elevated blood glucose (bg) levels; cause was not known. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. A manual insulin injection and correction bolus via the pump were administered to address the bg level. A system check was performed, and it was found that the customer was using off label insulin (kirsty) within the pump supplies. The pump supplies were changed to address the issue. Recommendation was made to consult with a healthcare provider regarding diabetes management.